Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming and not secure. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was cholangiogram done on procedure? Was device fired over another clip or hard structure? What structures were fired on when issues occurred? On which firings did issues occur? What is meant by "clips were not secure?" Did clips come loose off of vessels after applied? If clips not holding, was there any bleeding or any leaks? If so, how was issue resolved? Any change to procedure or post op patient care?

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 11 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.